Event description:
A call was made to technical services reporting a faded lower display screen on an external pulse generator (epg) that was discovered during a preventative maintenance check. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; lower part of lcd (liquid crystal display) is missing columns. (B)(4).